Event description:
Pt called lfs in 2003 alleging their ot basic meter would not power on. The pt did not report any symptoms, nor did they report any adverse event. The issue was not resolved with troubleshooting. No further info was reported.